Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The field complaint of a lead anomaly was not confirmed in the laboratory. The tines and tip were normal. The lead exhibited normal electrical characteristics. No anomaly was found.

Event description:
It was reported that the wing head was broken. The lead was replaced.